Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with chest discomfort and heart fluttering symptoms. Upon interrogation, the right ventricular lead exhibited loss of capture at maximum output and low sensing and low impedance. Cardiac perforation was suspected. The device was reprogrammed to aai until the lead was repositioned on (B)(6) 2018. The patient was stable post-procedure.